Event description:
During a knee arthroscopy of an elderly patient the surgeon felt that the patient had four or five liters of fluid in thigh/leg. The patient was reported of having heart irregularities.